Event description:
Surgeon used prolene sutures to secure the mesh. Could not fully close over the top so used more as a bridge. After case, seroma formed and wound was not healing and there was severe inflammation and redness. Chose to remove mesh on (B)(6) 2013 and close wound. When he went in to remove there was very poor tissue granulation, no incorporation, very severe adhesions.

Manufacturer narrative:
Currently in the process of performing an evaluation. A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no deviations were found. A follow-up report will be submitted upon completion of the evaluation.